Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that patient faced 2 infusion set cannula bent on (B)(6) 2024. Event occurred within 3hours after insertion. The insertion site was at abdomen. The blood glucose level was 232mg/dl. Therefore, the patient was treated with correction bolus via pump and mdi. The customer replaced infusion set and resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
MDR 3003442380-2024-03451 - device 4 of 13.